Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported second soft key not working which was reproduced during evaluation. The cause was determined during visual inspection to be damage to the soft key. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the second soft key of a spectrum pump was not working. There was no patient involvement. No additional information is available.